Event description:
It was reported that during a sigmoid resection procedure, the surgeon was concerned as it was noticed after the firing that there were loose staples at the end of the staple line that were malformed. The device fired properly. The staples in the tissue were formed properly and there were no leaks at the staple line. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device; however there were two fully fired cartridges present. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. Batch history review has been completed with no anomalies reported.

Event description:
Asku

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)